Manufacturer narrative:
The device was not returned for evaluation. Review of the production records found no non-conformances to specification.

Event description:
At an unspecified time post-operatively, the surgeon noted that the implant construct had migrated. A surgical procedure was performed to remove and replace the device.